Event description:
It was reported the pt previously has had issues with the leads and anchors causing wrap around pain to gut and a need for pain medication. The pt wanted to pursue revision surgery to get the implant working again. Additional info from the pt indicated he fell last week and landed on the device. The pt was concerned that the device could have broken. The pt stated he had a metal taste in his mouth and diarrhea. The pt also noted the call your doctor icon. Enter code: por. The pt had not used the device due to the lead breaking since 2007, and did not realize the battery needed to be recharged. The pt had a physician mode recharge last week. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.